Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.062 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The failure mode was confirmed. The probable cause was determined to be a component failure. The power filter was replaced, and the ground resistance test subsequently passed with a measured value of 0.062 ohms. No patient or user harm was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.062 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The failure mode was confirmed. The probable cause was determined to be a component failure. The power filter was replaced, and the ground resistance test subsequently passed with a measured value of 0.062 ohms. No further investigation is needed. Reference to complaint#: (B)(4).